Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device shut off during the night without first providing an error or alert message resulting in elevated blood glucose levels. The patient was admitted into the hospital in the intensive care unit. The patient's blood glucose level was 37.0 mmol/l. The patient was treated at the hospital with intravenous infusion of glucose, saline, and insulin via an infusion pump. The patient was in the hospital for 3 days.